Manufacturer narrative:
H.6. Investigation summary: customer returned a photo of (3) loose 3/10cc syringes. Customer states that the scale is incorrect and the scale was not printed straight. The photo was examined and no defects were observed on the printed scale. It is difficult to determine if the positioning of the scale is correct solely from photo without the sample. A review of the device history record was completed for batch# 8204659. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted for scratched print. There was one (1) notification(B)(4) noted for missing zero line. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the positioning of the scale is correct solely from the attached photo without the sample. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the scale markings were not straight with a bd micro-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from german to english: scale incorrect, scale was printed not straight on the canulla.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings were not straight with a bd micro-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from (B)(6) to english: scale incorrect, scale was printed not straight on the canulla.